Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of stenosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that on (B)(6) 2023, the patient, with a history of st-segment elevation myocardial infarction (stemi) and chronic ischemic heart disease, had one xience skypoint (3.25x28mm) stent implanted. On (B)(6) 2023 the patient was re-admitted with abnormal blood chemistry and was discharged on (B)(6) 2023. The patient was re-admitted on (B)(6)2023, with chronic ischemic heart disease and stenosis of the coronary stent. Percutaneous transluminal coronary angioplasty (ptca)was performed, and the patient was discharged on (B)(6) 2023. No additional information was provided.